Event description:
On (B)(6) 2012 the patient contacted animas and stated that the up arrow and down arrow keypad buttons were unresponsive. The patient reported that the rubber keypad fell off the pump after the pump had been knocked to the floor. The patient denied evidence of moisture in the pump. There was no adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.